Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during an l2 kyphoplasty, the ibt (inflatable bone tamp) was slowly inflated to approximately 2cc and 200psi. There was a quick decline in pressure, indicating a potential breach of ibt material. The surgeon squeezed and pulled back on the handle of the inflation syringe to remove as much contrast as possible. A subsequent lateral image did not show any contrast remaining in the vertebral body. According to the report, the patient does not have an allergy to the contrast medium. The case progressed normally and was completed successfully. The surgeon mentioned the sub-acute nature of the fracture and noted the possibility that the sclerotic bone may have attributed to the ibt breaking. No patient complications were reported.